Manufacturer narrative:
(B)(4). Concomitant medical products: us157856 ¿ m2a magnum cup ¿ 138840, 103203 ¿ taperloc stem ¿ 946970, 139252 ¿ m2a magnum taper ¿ 267230. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be completed. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00473.

Event description:
It was reported that patient underwent a left hip revision approximately 3 months post implantation due to loosening, osteolysis, synovitis, metallosis, pain, bone loss and failure to osteointegrate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting left hip acetabular loosening and extensive osteolysis. Severe synovitis and metallosis also found. Significant osteolysis noted near the stem however no loosening is evident. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 13 years post implantation due to loosening, osteolysis, synovitis, metallosis, pain, bone loss and failure to osteointegrate. Attempts have been made and additional information on the reported event is unavailable at this time.